Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed motor error. The caller stated that the insulin pump had not alarmed motor position encoder error and had not been exposed to any magnetic field. The customer's blood glucose was 22 mmol/l. The customer was advised to discontinue use of the insulin pump, and the caller confirmed already having disconnected. The caller was advised to replace the insulin pump and agreed to return the device for analysis.